Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed error b30 (scope communication error). It is unknown when the issue occurred. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction to g2. The information provided in g2 was inadvertently omitted from the initial medwatch. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, there was water invasion through the scope connector, and it's likely this caused a short circuit or continuity failure in the electrical terminals of the electrical board of the internal plug which resulted in the b30 scope communication error. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.